Event description:
It was reported that during a lap roux-en-y procedure, the device fully cut, but partially stapled. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 8/12/2008. Information anticipated, but unavailable at this time.